Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a marker band on a supertorque catheter (cath mb 5f pig 110cm 6sh) detached from the catheter after being removed from the patient. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, a marker band on a supertorque catheter (cath mb 5f pig 110cm 6sh) detached after being removed from the patient. There was no patient injury reported. Multiple attempts to gather additional information were made and were unsuccessful. The device was not returned for analysis. A product history record (phr) review of lot: 17654545 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿marker band (supertorque)~dislodged¿ was not confirmed as the device was not returned for analysis. The exact cause of the event could not be determined; however, based on the limited information available for review, procedural or handling factors may have contributed to the event. As per the instructions for use (IFU), which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system.¿ the phr review does not suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.